Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no faults. The functional evaluation confirmed a blank display, establishing a relationship between the device and the reported event. The root cause was identified as a defective electronic component on the front pcb. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet ii console screen is no longer giving a reading when on, it remains black. No case was involved.